Event description:
A malfunction alarm 30 was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was instructed to place the pump in storage mode and return it to tandem within 10 days, while a replacement pump was arranged by technical support. Customer continued using the current pump as backup therapy.